Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a secondary medication set in which no flow of unknown medication was detected by a nurse was not confirmed during sample evaluation. One actual sample was available for evaluation. No defects were identified during visual inspection and during stimulation test. No root cause could be identified. No repairs were made since this is a single use device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
Baxter sales representative (bsr) reported to corporate product surveillance, on behalf of a customer, of a secondary medication set in which no flow of an unknown medication was detected by a nurse. The reported condition occurred during infusion. The infusion was resumed after changing the reported secondary set with a new set. A patient was involved. The patient missed dose of antibiotic infusion due to the reported condition; however, there was no report of patient/user injury or medical intervention in association with this event. No additional information is available.